Manufacturer narrative:
Follow-up # 1 ¿ (09/17/2014). The lay user/patient¿s test strips have been returned on 08/14/2014 and evaluated by lifescan product analysis on 09/11/2014 with the following findings:the test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate high results compared to feelings. The reporter alleged the subject meter gave a result if "512 mg/dl" which the reporter felt was inaccurately high compared to how she felt. This complaint is being reported because as it is unknown if the met lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.